Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('thankfully removal in two weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced irritability ("irritability/frustrated and annoyed with everything"), crying ("get full blown upset with water works") and affect lability ("on hamster wheel of emotions that I can't control"). The patient was treated with surgery (planned surgery to remove essure). At the time of the report, the medical device removal, irritability, crying and affect lability outcome was unknown. The reporter considered affect lability, crying, irritability and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: affect lability, crying, irritability and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('thankfully removal in two weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced irritability ("irritability/frustrated and annoyed with everything"), crying ("get full blown upset with water works"), affect lability ("on "hamster" wheel of emotions that I can't control") and helplessness ("I feel so helpless"). The patient was treated with surgery (planned surgery to remove essure). At the time of the report, the medical device removal, irritability, crying, affect lability and helplessness outcome was unknown. The reporter considered affect lability, crying, helplessness, irritability and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : affect lability, crying, irritability and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New event added: "I feel so helpless". New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('thankfully removal in two weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced irritability ("irritability/frustrated and annoyed with everything"), crying ("get full blown upset with water works"), affect lability ("on hampster wheel of emotions that I can't control") and helplessness ("I feel so helpless"). The patient was treated with surgery (planned surgery to remove essure). At the time of the report, the medical device removal, irritability, crying, affect lability and helplessness outcome was unknown. The reporter considered affect lability, crying, helplessness, irritability and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : affect lability, crying, irritability and medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.